Manufacturer narrative:
Approximately six months after having a stent implanted in the right internal carotid artery, the patient developed a stroke with symptoms of paralysis on the left side of the body. Cerebral infarct was confirmed with an MRI and echo on the ipsilateral side. Inpatient hospital care was provided and the patient recovered in 15 days, medications were not administered. The final degree of recovery is unknown. During the index procedure, after pre-dilation was performed and an angioguard xp was delivered, a 9 x 40 precise stent was placed successfully in a 79% stenosed right internal carotid artery. Post dilation was performed at 10 atmospheres with a 13% final stenosis. Thrombus was not noted pre or post deployment. The patient was discharged eight days post procedure without any adverse event. The patient has a medical history of hypertension, dm, hyperlipidemia and stroke. The patient does not have any known allergies to nitinol, nickel or titanium. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
A complaint from the (B) (6) clinical study indicated that the patient approximately six months after having a stent implanted in the right internal carotid artery, the patient developed a stroke with symptoms of paralysis on the left side of their body. Cerebral infarct was confirmed with an MRI and echo on the ipsilateral side. Inpatient hospital care was provided and the patient recovered 15 days. Medication was not administered, just monitored the patient carefully in the hospital. During the carotid stenting procedure after pre-dilation was performed and an angioguard xp was delivered, a 9 x 40 precise stent was placed successfully in the right internal carotid artery. Post dilation was performed at 10atm with a 13% rate of stenosis. Thrombus was not noted pre or post deployment. The target vessel had a 79% rate of stenosis. The patient was discharged eight days post procedure without any adverse event. The patient has a medical history of hypertension, dm, hyperlipemia and stroke. The patient does not have any known allergies to nitinol, nickel or titanium.